Event description:
Related manufacturing ref: 3005334138-2019-00358.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported cardiac tamponade remains unknown. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturing ref: the following article was published in the heart rhythm society vol 16, no 6, june 2019. Titled ¿hybrid thoracoscopic epicardial ablation of right ventricular outflow tract in patients with brugada syndrome. "A cardiac tamponade occurred 22 days after the procedure that required emergency drainage from subxiphoid access and 7 days of hospitalization in the intensive care unit".